Manufacturer narrative:
This supplemental report is being submitted to provide additional information to the following sections: h3, h6, and h11. The lal was cut into two primary pieces during explantation and both haptics were detached from the lens optic. Visual inspection noted foreign matter on the lens optic, which are most likely post-explantation debris. There was no haze or opacity observed. No additional evaluation was performed due to the condition of the returned lens pieces. Post-explantation and lens exchange, the patient's vision was 20/200 despite having a clear cornea, lens, and retina. The site stated that the patient has bilateral optic neuropathy of unknown origin and suspects the vision issue was likely related to the optic neuropathy. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +19.0d) was explanted prior to light treatments due to blurry vision and reduced visual potential. A new lal was implanted as a replacement. Patient was subsequently referred for evaluation of suspected optic neuropathy.